Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation the electrode belt has non-functional ecgs. The cause was isolated to an open lead 1+ wire in the cable connecting the ECG "a" and ECG "b" cable. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.